Manufacturer narrative:
Event date was not reported and approximated (B)(6) 2019. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter. Visual examination revealed multiple kinks along the hypotube. The hypotube is separated 73.3cm from the hub. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 3.25mm x 20mm emerge balloon catheter was advanced through a non bsc bleedback control valve in to the guide catheter. However, during advancement, it was noted that the balloon snapped into pieces. The device never entered the patient, just the bleedback control valve and guide catheter. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries were reported.